Event description:
A (B)(6) y/o obese gentleman with hx of end stage renal disease, hypertension, smoking, secondary hyperparathyroidism was diagnosed with chf, reduced lvef of 20%, severe aortic stenosis, bicuspid aortic valve and ascending aortic aneurysm (5.5 cm at the largest diameter). Echo revealed severe aortic stenosis, bicuspid aortic valve, a pfo with bidirectional shunt, reduced lvef. Coronary angiogram revealed normal coronary arteries. He was being evaluated for a kidney transplant and was counseled for smoking cessation. He had a mature a-v fistula on his left forearm for chronic hemodialysis. After discussing the risks and benefits of an avr with a mechanical versus bioprosthetic valve he opted to have a tissue valve since he did not want to be on chronic anticoagulation regimen. The surgery was performed on (B)(6) 2013. The pfo was closed, the ascending aorta was replaced with a 28 mm dacron tube graft (supracoronary) and the stenotic, bicuspid aortic valve was replaced with a 23 mm st. Jude trifecta bioprosthetic valve (sn: (B)(4), ref: tf-23a tissue valve). The valve was placed supramammillary, using horizontal mattress 2-0 ethibond sutures with teflon pledgets. An intra operative tee study revealed a well seated valve with no perivalvular leak. The calculated gradient across the new valve was in single digits. Pt recuperated well but developed transient atrial fibrillation after a hemodialysis episode. He was placed on asa and persantin since he did not wish to use coumadin. He was discharged home on (B)(6) 2013. He was referred back to us in (B)(6) 2014 with signs and symptoms of chf. The repeat echo reveled severe aortic stenosis due to calcification and immobility of the bioprosthetic valve leaflets. Due to continuation of smoking and non compliance he was removed from the kidney transplant waiting list. He wished to have another biological valve but after consideration and discussions he accepted to have a mechanical valve. This time I have replaced the aortic tissue valve with a 22 mm medtronic (ats) mechanical valve sn: (B)(4), mhv 505da22 ap360. The date of surgery was (B)(6) 2014. He was sent home on coumadin and asa. The problem is premature calcification of the bioprosthetic aortic valve. Pt required another aortic valve replacement approx in 16 months time. Diagnosis or reason for use: to replace the pt's stenotic aortic valve. Event abated after use: yes.